Manufacturer narrative:
H10: manufacturing review: a manufacturing review cannot be performed as the batch / lot number were not provided. Investigation summary: the sample was not returned by the facility for further evaluation. It was reported the health care professional (hcp) uses lutonix dcbs and has had a few instances (4-5 within the last year) with the 6x220 mm balloon not inflating properly. This most recent instance, the constriction of the balloon on initial inflation at the distal end. The hcp then deflates then re-inflates the balloon with the same constriction in the same location. Although requested, no additional information was available from the hcp. No adverse patient outcomes were reported. Labeling review: IFU baw1436700r0 states: section 5.4 device use/procedure precautions states: the lutonix® catheter should be advanced to the target lesion as fast as possible (i.e. ~ 30 seconds) and immediately inflated to appropriate pressure to ensure full wall apposition (balloon to artery ratio = 1:1). Always advance and retrieve the lutonix® catheter under negative pressure. Section 13.6 use of the lutonix® catheter step 4. While the balloon is still fully deflated and under negative pressure, advance the lutonix® catheter through the introducer sheath and over the wire to the site of inflation. During catheter advancement, inspect the catheter shaft for damage. Step 9. Apply negative pressure to fully deflate the lutonix® catheter. Prior to removal, confirm that the balloon is fully deflated under adequate visualization. H10: g4 h11: h6 (method1, conclusion1) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug coated balloon allegedly twisted and could not inflate properly. There was no reported patient injury.

Manufacturer narrative:
Medical images were provided. The samples were not provided for evaluation. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The results of the anticipated device evaluation will be provided upon completion of the event investigation.

Event description:
It was reported that during an angioplasty procedure, the drug coated balloon allegedly twisted and could not inflate properly. There was no reported patient injury.